Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) opened because the tab became unbuckled. The device was explanted and replaced. There were no patient complications.